Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported the patient was receiving an "out of regulation (oor) screen 59" message. When the representative checked the patient's impedances electrode 8 was greater than 40,000 ohms and the other electrodes ranged from 760-1290 ohms. The patient was getting the oor in group b and were programmed on electrodes 8, 0, 1, 2, 3, 4, 9, 10, and 11. The representative was advised to not use electrode 8 and this cleared the oor message and allowed the patient to increase stimulation. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. It was reported that the cause of the high impedances was not determined but the issue had been resolved. No further complications reported.